Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was sent from the nursing home to the emergency room (ER) due to the allegation of the patient got shocked. Nonetheless, the field representative clarified that it was not possible because the device is crt-p and the patient was sent to the nursing home. Furthermore, the crt-p was found to be in safety mode. The patient is atrial pacing dependent. It was recommended that this device be replaced, nonetheless, the patient refused to a replacement. This crt-p remains in service. No adverse patient effects were reported.